Event description:
I went to a place called (B)(4). I was looking for a leg tanner and was told they didn't have a specific leg tanner, but that their clients pulled chairs up to the beds sideways and layed over the bed with just their legs in the bed. I was never told about goggles being needed for this or if this was safe. I initially was told by one staff I would need a level 1 bed, which didn't do anything for me after I purchased it, but the next day, I was told I was a level 2 and when I complained after a week, I was told I was a level 3 by the owner (B)(4). No one ever assessed my skin and in fact I told (B)(4) I had self tanner on and she still put me in a powerful level 3 bed, no assessment ever, no mention of goggles ever. After I went into the level 3, I saw some difference but I also burned slightly. But I did want to upgrade to this bed; however, when I went back, they wanted 3 times what was on paper, still no mention of goggles, still no mention of safety of laying over these beds. When I went back to get my money, she was yelling and very rude and told me she gave me a level 3 for free and I explained I didn't ask for anything for free but a leg tanner and was under the impression they knew what they are doing, I mentioned the lack of goggles to her and she handed me a pair of clear plastic glasses and said here, this is as I am getting my money back. I am still seeing spots before my eyes now and it has been months. This is a dangerous place and the owner should never be in charge of the public safety and that includes her daughter who works there also and then the teenagers who she staffs with. I lodged a complaint with the attorney general and here is their number: (B)(4). The lack of oversight of the public by this establishment is going to hurt someone.